Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/21/2017. Device returned to manufacturer?: yes . Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed by a qualified operator shows that no anomalies were seen. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 22.5 diopter intraocular lens (iol) was implanted in the right eye (od) of a patient eye on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient came out more near sighted and was not happy with their vision. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with a zxr00 20.5 diopter lens. Reportedly, the patient is doing well and feeling fine with a post-operative visual acuity of 20/25. No additional information was provided.